Event description:
Reporter indicated that vns pt's generator was explanted due to suspected infection. It was reported that part of the lead was exposed at the generator incision site. The generator was explanted and the lead wires were pushed to the middle of the pt's chest with plans to reimplant a new generator on the right side after the infection resolves. The leads were reportedly pushed to the middle of the pt's chest so that they could be easily accessed at the time of reimplant. Treating neurologist indicated that the event was not related to the vns.